Manufacturer narrative:
Evaluation summary: the reported event that the fixation pin was broken could be confirmed. Within the visual investigation it was determined that the stop pin, laser-welded with the expanding sleeve, was broken off due to too high bending forces and therefore detached. The broken off stop pin was not returned because it was lost. The fracture surface of the welding seam at the expanding sleeve shows the appearance of a forced rupture. The geometry of the welding seam indicates that the laser-welding seam was correctly performed. Moreover the stop bar of the screw shows heavy, plastic deformations due to the collision and friction with the stop pin. Because of the too high torsional forces, several times acted during the application, too high bending forces occurred upon to the stop pin leading finally to the breakage of the laser-welding seam between the stop pin and expanding sleeve. Based on the currently performed investigation and based on previous evaluations with sem micrograph the root cause was attributed to a user related issue. Because of too high bending forces, the laser-welded seam between the stop pin and expanding sleeve was broken off in low cycle fatigue mode with much evidence of a forced rupture. Indications for material or manufacturing related issues could not be found in the investigation. Therefore no corrective action was deemed necessary at this time.

Event description:
During workshop for nurses, when the sr tried to use the fixation pin, the stop pin was broken and it could not be used. The stop pin was lost. The sr used other fixation pin.